Event description:
It was reported that "dr tried repeatedly to seat blockers and rod into screw unsuccessfully. He was able to begin the blocker into the head, but then after a few turns, the blocker would jump, the screw was removed, new screw was placed, blocker was then successfully put in."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.